Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the ins was at end-of-service (eos). The device was off/disabled and no longer providing therapy. No trauma was related to the eos. The patient was dissatisfied with the longevity of the ins and stated it only lasted a year. There was a return of symptoms, and the patient reported a return of pain. The patient stated it was a return of their normal pain and they weren¿t feeling stim. No further complications were reported.